Manufacturer narrative:
Alleged failure: both devices have not triggered/released correctly. Replacement was available. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be: excessive force applied on device or user not familiar with device use. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. No manufacturing date - the device manufacturer date is not known.

Event description:
Per investigation results there were pieces of the anchor missing and it could not be confirmed if they broke inside of the patient. The pieces of the anchor potentially remain in the patient with the associated hazard of force too small, failure or premature ejection/deployment of first and/or second anchor.